Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 8 atmospheres for 30 seconds upon first inflation. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.